Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a manufacturer¿s representative (rep) and a consumer (con) regarding a patient receiving a dose of 144.89mcg/day at a concentration of 500mcg/ml of baclofen via an implantable infusion pump for intractable spasticity. Patient reported loss of therapy, dosage was increased with no additional clinical benefit. The patient also reports increased pain and spasms/charlie horses. The doctor expressed their concern that the patient is unreliable and may have a psych condition and seeks unnecessary medical intervention. The doctor attempted to do a dye study on (B)(6) 2016 but was unable to access the catheter access port. On (B)(6) 2016, it was reported that the patient¿s pump was moved/ revised and a catheter dye study was completed. This was regarded as a sudden change in therapy/symptoms. The patient reported walking, not picking up anything and she felt the pump moved in her abdomen and she almost passed out. As a result the pump had to be repositioned. The patient reports being told that after the dye study she was told everything was fine with the catheter. Since the first dye study didn¿t show any problems, the patient was brought to the operating room (or) and had the catheter checked. There was fine and there were no kinks but they did do a revision on the catheter as it had moved. Therapy was resumed at current dose after catheter priming bolus. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4)2017, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-30. It was noted that the pump was delivering an unknown type of baclofen [500 mcg/ml] at 150 mcg/day. The patient reported that she has a history of having the pump rotate. The event date was reported as (B)(6) 2016. No out of box failure reported. A medical/therapy problem associated with small parts was not reported. No further complications were reported.